Event description:
All results for carbamezepine (car) were incorrectly reported by datalink2000 (dl2000) data manager to lab information systems (lis). The customer indicated that all car results were being reported by lis as <2.0ug/ml. (See an example in b6) the customer indicated that several incorrect results were not noticed by the lab staff. Customer indicated that physicians questioned the car results and communicated the issue to the lab managemet. The customer did not provide any additional information regarding this event. It is unk if treatment was initiated or witheld as a result of this event.